Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose readings above 400 mg/dl despite a recent full supply change while using a contact detach 23-inch, 6 mm infusion set, and the agent advised changing the infusion site and inspecting the cartridge and tubing; the family elected to discontinue pump use temporarily and administer subcutaneous insulin via pen with counseling to remain off the pump for at least two hours after injections. Symptoms included tiredness and headache consistent with hyperglycemia. Outcomes included a transition to backup therapy with multiple daily injections and no hospitalization. Investigation included remote troubleshooting and user education regarding infusion site troubleshooting and safe transition off the pump. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.